Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The handle seems loose as though it is broken/missing a spring inside that provides tension. The jaws do not operate as intended, thus confirming this complaint. The handle is discolored and the device is extremely worn. This type of failure can be attributed to normal field wear. From the lot number provided, this device is 11 years old and therefore possibly seen very heavy use, further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR: a review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a shoulder repair that the customer's penetrating grasper 45 degree left, broke when penetrating the rotator cuff. The sales representative confirmed nothing broke off or fell inside the patient. The surgeon completed the procedure with another device with no patient consequences or delay. The sales representative reported that the device has seen heavy use.